Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I came into the o.r. After the drivers had broken off at the tips. Was told by surgeon that the patient's bone was very hard. Stripped the tips of the drivers off. Finished with another driver.

Manufacturer narrative:
Evaluation codes: additional information. Device evaluated by MFR?: corrected data. The two expedium quick connect single innie polyaxial screwdrivers (product code: 2797-12-400, lot numbers: mi51238, mi26618) were returned to the complaints handling unit (chu). The tips of both drivers were found to have broken off. The portions of the tips that had fractured were not returned. Both drivers were subsequently submitted for fracture analysis. Optical imaging of the fractured surface of the driver tip from lot mi51238 reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. The driver from lot mi26618 features very similar evidence that the tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No material defects of other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that neither driver is within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tips breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause are quasi-static overload torsional shear failures due to unexpectedly high forces placed on the tips during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I came into the or after the drivers had broken off at the tips. Was told by surgeon that the patients bone was very hard. Stripped the tips of the drivers off. Finished with another drivers.